Event description:
It was reported following a diagnostic procedure a 6f angio-seal sts plus was successfully deployed. Six days later the pt returned to the clinic with a cold leg. A duplex ultrasound revealed a vessel occlusion. And a percutaneous transluminal angioplasty (pta) was performed to open the occlusion. The physician alleged that the anchor was next to a plaque deposit which lead to a vessel occlusion. The pt was taking anti coagulant medication as prescribed.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) cautions should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal IFU cautions the use of the angio-seal device in pts with clinically significant peripheral vascular disease.